Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number qjmdsu, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 2nd device follow up message sent to sales rep: regarding device status. The device(s) for the below complaint ID have not been received for analysis. If the device(s) will not be returned within the next 7 days, please advise when they will be returning, so we can update the complaint file accordingly. If you have already shipped device(s), thank you and please provide the tracking number if available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2020 and suture was used. During the procedure, the needle broke. Nothing was left in the patient. No other suture was needed to close the incision as they were done at the time of the incident. There were no adverse patient consequences reported. No additional information was provided.